Manufacturer narrative:
Section b2: additional information section d4: correction manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the ER on (B)(6) 2019 with complaints of drainage from driveline site with tenderness. Patient was admitted to observation unit for further evaluation and cultures from the driveline were obtained. The infection was determined to be mssa. On (B)(6) 2019 there was no erythema, drainage, tenderness, or leukocytosis at the driveline site. The patient was sent home (B)(6) 2019 on oral antibiotics for prophylaxis. Patient was stable at home with no adverse events from the driveline. No additional information was provided.